Event description:
Synthes (B)(6) reported: during surgery for a right distal radius fracture on (B)(6) 2013: while drilling in the head of a 9-hole volar plate, using a guide, the drill hit an existing k-wire and broke. The surgeon was informed that the drill bit was not implant quality. Per the surgeon, he felt the risk of retrieval was higher than the risk of leaving it in the patient due to patients age and history of diabetes. The surgeon completed the procedure with a different drill. There was no extension of surgery or additional medication/sedation required. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
The drill bit is made from heat treated 440a stainless steel, a standard material for drill bits. Considering that the complaint description indicates the drill collided with a guide wire, the common usage of 440a in drill bits and the low rate of occurrence, it is unlikely that the design of the drill was a contributing factor in this failure. As such, this complaint is determined to be invalid from a design perspective. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis date device received for evaluation. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Determined during DHR review. (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested.